Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having low blood glucose of 42mg/dl and treated with honey. Customer indicated that the batteries do not last for more than 3 days. Customer indicated that they will try new batteries and declined to troubleshoot. No further details given.